Event description:
It was reported that the patient had bilateral crystalens implantation. Approximately two months following the implantation, the patient developed bilateral z-syndrome. The surgeon performed yag bilaterally, and the patient was referred to another doctor for a second opinion. This report is for the patient's right eye. Please reference MDR#: 2031924-2012-00094 for the left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.